Manufacturer narrative:
Result: brake/steer pedal.

Event description:
It was reported by service report that the steer/brake pedal is broken with sharp edges. No pt involvement or adverse consequences are reported.